Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the y-connector broke. The balloon catheter was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Event summary: upon visual inspection of catheter 2af283/59064, results showed that the push button luer was broken. Smart chip verification indicated the catheter was not used. The catheter passed electrical integrity test and the performance as per specification. In conclusion, the reported issue (broken luer) has been confirmed through testing. The balloon catheter failed the product returned inspection due to a broken push button luer. If information is provided in the future, a supplemental report will be issued.